Event description:
It was reported that during a renal artery stenting procedure, removal difficulties occurred. The 80% stenosed lesion was located in the severely calcified and non-tortuous right renal artery. The physician successfully implanted the express biliary sd monorail premounted stent in the right renal artery, however, as the stent delivery system (sds) was being removed through the calcified plaque, the balloon became caught on the implanted express biliary stent. The physician "manipulated" and turned the device in an attempt to free the balloon and remove the sds. After several attempts, the physician removed the sds from the patient. The implanted express biliary stent remained in position. It was noted that the sds "looked terrible" after it was removed from the patient. No patient complications occurred and it was noted that the patient was discharged and went home.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).